Manufacturer narrative:
(B)(4). Batch # r5c693. Investigation summary: the analysis results showed that one ec45a device was returned with the closing trigger and anvil in closed position. An ecr45g cartridge reload loaded in the device. The reload was received partially fired 1/2. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The partially fired is consistent with an incomplete or interrupted cycle. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that during the lung segmentectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used new gun and new reloads to cut the tissue and remove out the device. The returned gun's jaw is still close. The surgery delayed about 40 mins. The patient is stable and in the hospital now.